Event description:
On september 2, 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high compared to her feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010. The patient reportedly obtained a blood glucose result of "170 mg/dl" with the subject meter. According to the csr's documentation, the patient does not manage her diabetes with oral medication or insulin; however, after the alleged issue occurred, the patient continued with her usual diabetes management routine. The csr also noted that the patient denied testing her blood glucose with another device. Approximately 4 ½ hours following the alleged issue the patient claimed she felt low; however, did not specify what type of symptom(s) she allegedly developed. At about the same time, the patient administered self-treatment by drinking orange juice and consuming fig bars. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the test strips the patient was using are expired. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed she became hypoglycemic after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.(weight) information was not provided.the 510(k) # is k053529

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that during a robotic prostatectomy procedure, the device was leaking throughout the case. The device was used to complete the case with no patient consequence.